Event description:
It was reported that a small volume infusor underinfused during patient infusion. Residual volume remained in the device after the expected infusion time of 46 hours. The device contained 100ml of non-baxter solution (5-fluorouracil 56.6ml and saline 43.4ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H4: the lot was manufactured between january 24, 2024 and january 26, 2024. The actual device was received for evaluation with 35ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.